Event description:
Related MFR report: 1627487-2020-01092. It was reported the patient's drg leads were replaced. Reportedly, both of the leads migrated. The procedure was completed successfully and the issue addressed.